Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the a visual inspection of the returned cycler exterior showed no signs of physical damaged. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for peritonitis and was experiencing weakness. There were no reported allegations that the event was due to fresenius products. In an additional call, the patient¿s pd nurse stated the patient was initially hospitalized (dates not provided) for 10 days for cardiac triple bypass while out of town. It was reported that the patient used a hospital cycler (unknown product) for dialysis during this hospitalization. Per the nurse, after a few days post hospital discharge, the patient was readmitted into the hospital (date could not be provided) with peritonitis. It was reported that pd culture results are not available. The nurse stated the patient received unknown antibiotic therapy in the hospital and received dialysis with unknown product. The patient was subsequently discharged on an unknown date. The pd nurse stated that upon discharge, the patient had no antibiotic plan and was not able to obtain antibiotic therapy. The nurse stated the patient was performing pd treatment with home cycler while out of the hospital. The patient had symptoms of weakness and as a result was hospitalized (date unknown) for the same peritonitis event. No other information was available. The nurse indicated that fresenius products are not suspected to be related to the peritonitis event. The nurse believes the peritonitis developed in association to being in the hospital post triple bypass surgery.

Manufacturer narrative:
Clinical review: a possible temporal relationship exists between the pd therapy with the liberty select cycler/ fmc cassette and the patient¿s peritonitis event. Currently, there have been no allegations that a liberty select cycler/ fmc cassette malfunction or product deficiency was associated wit this event. Based on the reported information, the exact cause of peritonitis cannot be determined. However, the patient¿s pd nurse stated the peritonitis is suspected to be associated with prior hospitalization for cardiac bypass surgery while using an unknown product for dialysis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for peritonitis and was experiencing weakness. There were no reported allegations that the event was due to fresenius products. In an additional call, the patient¿s pd nurse stated the patient was initially hospitalized (dates not provided) for 10 days for cardiac triple bypass while out of town. It was reported that the patient used a hospital cycler (unknown product) for dialysis during this hospitalization. Per the nurse, after a few days post hospital discharge, the patient was readmitted into the hospital (date could not be provided) with peritonitis. It was reported that pd culture results are not available. The nurse stated the patient received unknown antibiotic therapy in the hospital and received dialysis with unknown product. The patient was subsequently discharged on an unknown date. The pd nurse stated that upon discharge, the patient had no antibiotic plan and was not able to obtain antibiotic therapy. The nurse stated the patient was performing pd treatment with home cycler while out of the hospital. The patient had symptoms of weakness and as a result was hospitalized (date unknown) for the same peritonitis event. No other information was available. The nurse indicated that fresenius products are not suspected to be related to the peritonitis event. The nurse believes the peritonitis developed in association to being in the hospital post triple bypass surgery.